Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. (B)(4). The device was discarded, so no engineering investigation could be performed. Without additional information it is impossible to further investigate this event.

Event description:
The patient presented with an aneurysm in the left renal artery which was intended to be treated with a gore® viabahn® endoprosthesis. It was reported to gore that when medical device deployment was initiated and the endoprosthesis was deployed about half way, further deployment was stopped as the device moved back in the direction of the aorta. It was stated that it was tried to move the partially deployed gore® viabahn® endoprosthesis back to the intended region within the left renal artery. As a floppy guidewire was used to gain access into the left renal artery the device deployment was initiated while a third of the medical device was still in the introducer sheath to achieve more stability. As it was not possible to advance the device back to the intended region the decision was made to remove the partially deployed viabahn device through the introducer sheath. While retracting the device the endoprosthesis got detached of the delivery catheter and remained partially deployed within the superficial femoral artery. A surgical conversion was necessary to remove the partial deployed endoprosthesis from the patient¿s vessel. The renal artery was stented with a balloon mounted covered stent. The patient is doing well following the procedure.